Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B5: related manufacturer reference numbers added.

Event description:
Related manufacturer reference number: 1627487-2021-19357. Related manufacturer reference number: 1627487-2021-19358.

Manufacturer narrative:
There were no reported allegations against the returned ipg. The event details stated that the patient had their ipg replaced due to receiving an error message; however, rep reported that there was no error message and that the physician stated something to the extent of ¿the battery depleted faster than expected.¿ rep was not able to verify this information. Analysis of the returned ipg found it had no physical anomalies, it communicated with all lab utilities, and it passed all tests on the automated test equipment (ate). The device did not declare eri or eol; the daily battery log last logged battery voltage on (B)(6) 2021 as 2.974v, which is sufficient for ipg operation. The ipg log showed that the device only provided 2 days of stimulation and the rest of the time (approx. 44 days) it was in surgery mode.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided date of event is estimated.

Event description:
It was reported that the patient had their ipg replaced on an unknown date due to receiving an error message.